Event description:
No further information is available at the time of this reporting.

Manufacturer narrative:
Reported event was able to be confirmed with photography review, however no device was returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that the pin broke during surgery. Sales rep was informed that this was caused by the operator trying to drill under incorrect angle. No impact to patient or surgery. No further information is available at the time of this reporting.